Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cannula flange was tore easily. The customer indicated no patient harm.

Manufacturer narrative:
Evaluation summary: six devices were received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed each one of cannulas presented a broken eyelet. The device history record (DHR) was reviewed and no discrepancies were found. If information is provided in the future, a supplemental report will be issued.